Event description:
The user reported that the curve of the cannula tip was different than he had experienced in the past. He asserted that the cannula was difficult to remove from the aorta. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.